Event description:
This report is to advise of a fracture found on the catheter tip during analysis.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fracture remains unknown. A CAPA exists related to this issue and the issue will continue to be monitored.